Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a (B)(6) female who had an emergent consult for right groin bleeding. The physician was unable to obtain hemostasis. This occurred mid-march. Patient underwent a right iliac endovascular stenting in the catheterization lab. A 7 x 60 mm supera elongated and crossed the right inguinal ligament. Sheath access was lost and hemostasis could not be achieved. On a lateral groin fluoroscopic view, the stent seemed to be coming through the femoral artery. The patient was transferred to the emergency operating room for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The initial reporter of this event stated that this event was previously reported to the FDA in 2011. (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent elongation. The additional therapy/non-surgical treatment was due to operational context.